Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
3 of 3 reports. Other mfg report numbers (same event, same patient, different products): 3014334038-2024-00080 3006697299-2024-00042. A facility reported that after 5 days using the cerelink ventricular microsensor, the cerelink monitor displayed an error message: 'replace cable or sensor¿, after trying to switch off and plugging out and in the cable, the alarm remained on the screen. ECG connection was on and the monitor was charging all the time. Medical staff stop monitoring, and started monitoring with CT scans. The patient was monitored for intracranial hypertension caused by traumatic brain injury with continuous monitoring until the dysfunction of the sensor.

Manufacturer narrative:
Cerelink sensor was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined, however, the possible root causes for this issue reported by the customer could be due to inappropriate technique for assembly and use of the device or excessive pressure applied to product. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.